Manufacturer narrative:
(B)(4). Planned on (B)(6) 2017 but can't be confirmed. Concomitant medical products: unknown stem catalog#: ni lot#: ni, unknown cup catalog#: ni lot#: ni, unknown liner catalog#: ni lot#: ni, therapy date: ni. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05273, 0001825034-2017-06250, 0001825034-2017-06255. The product will not be returned to zimmer biomet for investigation since location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial left hip arthroplasty on unknown date. Subsequently, the (B)(6) is requesting a CT bone model of acetabulum and proximal femur for a revision. No further information has been provided. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.